Event description:
There was an allegation of questionable bicarbonate results for 2 patient samples on a cobas c 503 analytical unit. Patient a: the initial result was 30 mmol/l, and the repeated result was 21 mmol/l. Patient b: the initial result was 31 mmol/l, and the repeated result was 23 mmol/l.

Manufacturer narrative:
The reagent lot number and expiration date were not provided. The field service representative found that the rinse water was inconsistent with the levels. He replaced the probe, performed adjustments, cleaned the sonic wash station, performed decontaminations, performed bath exchange, and performed checks and tests with acceptable results. The investigation is ongoing.